Event description:
An alarm sequence, comprising alarm 2 followed by alarm 26, was reported by the caller. Despite recurring occlusion events almost daily, there was no adverse impact on the customer¿s blood glucose level, remaining below 500 mg/dl without triggering a ¿high¿ reading on the cgm. To address the issue, the customer disconnected the insulin line, ran insulin through it with fill tubing, then reconnected and resumed insulin delivery. Recurring occlusion issues were reported, and the caller was transferred to cts for further assistance and follow-up.